Event description:
Event description guidant received information that this pacemaker has ventricular oversensing and inhibition of pacing indicated on stored egms (electrocardiograms). There was noise on both the atrial and ventricular channels on the stored egms for atrial tachycardia response mode switches and stored ventricular tachycardia episodes. The caller was unable to demonstrate similar issues in any real-time egms. The caller went through all diagnostic troubleshooting steps and found no potential for a lead or connection issue.

Event description:
Guidant received information that this pacemaker has ventricular oversensing and inhibition of pacing indicated on stored egms (electrocardiograms). There was noise on both the atrial and ventricular channels on the stored egms for atrial tachycardia response mode switches and stored ventricular tachycardia episodes. The caller was unable to demonstrate similar issues in any real-time egms. The caller went through all diagnostic troubleshooting steps and found no potential for a lead or connection issue. This device was later explanted due to normal battery depletion and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Technical services advised, based on the evidence of the system issue, and based on the description of the noise and its appearance simultaneously on both channels, it is likely due to electromagnetic interference. Technical services advised, other than trying to eliminate external interference, the only other option is to reduce the sensitivity on the device so that it will not oversense noise, which may be problematic for picking up p & r waves. No further information available. This event will be reopened should more information be made available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.